Manufacturer narrative:
The user guide provides adequate instruction to connect the arterial patient line (red clamp) to the saline bag for blood rinseback when treatment completed.

Event description:
Report received from a caregiver who stated that during a routine hemodialysis treatment the venous line of the hemodialysis cartridge was inadvertently connected to the saline bag resulting in an estimated 290cc blood loss. The patient became hypotensive and was lethargic. She went to the emergency room and received two units prbc for hgb 7.4gm/dl.